Manufacturer narrative:
(B)(4).

Event description:
It was reported "plug in the ac power supply to start the pump, connect the pipelines properly, connect the pump and start it. After the pump was used, an alarm was detected when the ac power was unplugged". This issue happened after the procedure. The pump was not connected to the patient.

Event description:
It was reported "plug in the ac power supply to start the pump, connect the pipelines properly, connect the pump and start it. After the pump was used, an alarm was detected when the ac power was unplugged". This issue happened after the procedure. The pump was not connected to the patient.

Manufacturer narrative:
(B)(4). The reported complaint of "alarm was detected when the ac power was unplugged" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.